Manufacturer narrative:
Other relevant device(s) are: product ID: 310c27, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after successful implant this bioprosthetic mitral valve, transesophageal echocardiogram (tee) showed no perivalvular leaks and the valve leaflets had normal coaptation. The patient was removed from cardiopulmonary bypass (cpb) and bleeding was noted on the posterior/lateral wall of the left ventricle. Echocardiogram revealed a tear in the posterior lateral ventricular wall. The patient was placed back on cpb, and the valve was explanted in order to repair the ventricular tear. It was reported that the patient's tissue was "fragile and friable", requiring multiple sutures and a bovine pericardial patch to repair the ventricular tear. A new bioprosthetic mitral valve of the same size and model was implanted. Upon removing the patient from cpb, it was reported that the entire surface of the left ventricle developed multiple areas of extravasation of blood. It was reported that the ventricular injury was unrepairable at that time. Support was discontinued and the patient expired. There was no evidence to suggest that the valve or its function contributed to the ventricular injury and subsequent patient death. No autopsy was performed.